Event description:
Caller stated that medical attention was sought on (B)(6) 2024 around 5:50pm at home. Caller stated that she tested her blood glucose with her prodigy meter and received a reading of 253mg/dl. A normal result for that time of day is usually around 95-96mg/dl. Caller stated that she tested her blood glucose three more times and the readings were 247mg/dl, 233 mg/dl and 228 mg/dl. Caller stated that she then went to care now urgent care located at (B)(6). Caller stated that she did not have any symptoms but was nervous about the readings being so high. Caller stated that her blood glucose was 84mg/dl when she arrived at the urgent care. Caller stated that she was not given any treatment for her blood glucose. She stated that she was at the urgent care for about 45 minutes to an hour. Caller stated that she was told to follow up with her primary doctor. No additional information was provided.